Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needed replacement of the paddles and paddle plates. No specific malfunction was provided.there was no reported patient involvement.

Manufacturer narrative:
Device serial number was not provided.